Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), the case was a ¿borderline¿ case between a 20mm sapien 3 valve and a 23mm sapien 3 valve. During the transfemoral tavr case, a 23mm sapien 3 valve was deployed with 3ml less than nominal volume in a final 80:20 aortic/ventricular (a/v) position as intended. Post deployment tee confirmed the valve placement position, and no canted positioned was observed. Valve coaptation was also observed to be ¿fine¿. Almost no aortic regurgitation (ar) was observed; however, the expansion of the sapien 3 valve was insufficient. Post dilation was performed with an additional 0.5ml of volume. After post dilation, tee showed severe central ar and a dysfunction of a leaflet was suspected. The safari wire was retracted from the left ventricle (lv); however, the degree of ar was not changed. When the physician pushed the leaflet with the pigtail catheter, it was able to be inserted into the lv without resistance. This was judged as a ¿malfunction of the sapien 3 valve¿. Another sapien 3 valve was prepared. The second sapien 3 valve was deployed within the initial valve with 3ml less than nominal volume. Post deployment tee showed no ar and the procedure was completed. Both valves remain implanted in the patient. Information regarding the native annular diameter was not provided. Moderate valvular calcification was reported. Per medical opinion, part of the valve leaflet may have been damaged with the balloon during post dilation of the valve.

Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. The sapien 3 valve remains implanted in the patient and is not available for evaluation. No photographs, video or imagery was provided for evaluation. A review of work orders related to the device and any components potentially relevant to the event was performed. It was concluded that all product associated with exceptions during the manufacturing process was either 100% re-inspected or scrapped. Lot history review revealed no other similar complaints related to ¿leaflet ¿ motion restricted-in patient¿ or ¿leaflet ¿ inadequate coaptation-in patient¿. Note that the lot number for valve complaints reference the valve serial number only. Therefore, the review was performed on valve serial numbers 5925959 through 5925960 and 5925962 through 5925973, verifying that there were no other complaints associated with each serial number. Complaint history review from july 2017 to june 2018 for sapien 3 valves (all sizes) revealed 2 other returned valve complaints for ¿leaflet ¿ motion restricted ¿ in patient¿. The complaints were not able to be confirmed, but no manufacturing non-conformance were identified. The review of the complaint history revealed that the occurrence rate did not exceed the june 2018 control limit for the trend category ¿leaflet motion restricted (in patient)¿. Complaint history review from july 2017 to june 2018 for sapien 3 valves (all sizes) revealed 2 other returned valve complaints for ¿valve ¿ regurgitation ¿ central leak¿. The complaints were not able to be confirmed, but no manufacturing non-conformances were identified. The review of the complaint history revealed that the occurrence rate did not exceed the june 2018 control limit for the trend category ¿regurgitation¿. Review of the device prepping manual and training manual for the commander delivery system did not identify any IFU/training deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the complaints for ¿leaflet ¿ motion restricted ¿ in patient¿ and ¿valve ¿ regurgitation ¿ central leak¿ were not able to be confirmed due to the device and or relevant imagery/video not being returned for evaluation. A review of the DHR, lot history, complaint history, and manufacturing mitigation revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is unlikely that a manufacturing defect or device malfunction contributed to the events. There are several potential patient and procedural factors that alone or in combination can cause or contribute to central regurgitation and leaflet restriction. Based on historical review of complaints, these events are typically a result of leaflet impingement in a calcified valve, leaflet damage due to post dilatation, under-expansion of valve, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with troubleshooting, which includes blood pressure recovery or support. While a definite root cause for the restricted leaflet motion and resulting central regurgitation cannot be confirmed, procedural factors (leaflet damage during post dilation of the valve), in addition to patient factors (leaflet impingement on calcified native valve) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The native annular valve area measured 330mm2.